Event description:
Pt was being transfered when catheter snapped at the bifurcation. The catheter was sutured down at the bifurcation. A new catheter will be put in today over the guidewire in radiology. The catheter did not embolize.

Manufacturer narrative:
Product implicated is a 5 fr. Dual lumen PICC catheter. Returned for evaluation is the catheter hub only, which measures 6.6cm. Lot history review was not possible since no lot number was indicated. The catheter separated at the hub-tubing joint. Under 50x magnification, the texture at the break point appears granular and dull. These signs indicate a typical tensile break. The complaint is confirmed, as the catheter did break. This complaint should be recorded as user-related since the catheter was pulled apart while the pt was being transferred. The first precaution in the instructions for use states "it is important to follow the suggested method of securing the catheter as described in the instructions. If the catheter is not properly secured it may migrate or inadvertently be broken."